Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex tracheobronchial distal release uncovered stent was to be used in the bronchus during an airway stent placement procedure performed on (B)(6) 2016. Reportedly, patient¿s anatomy was not tortuous. According to the complainant, during the procedure, the physician started deploying the stent when the deployment suture got stuck and the catheter bowed. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: an ultraflex tracheobronchial s:tent delivery system was returned for analysis. The delivery system was fully-deployed and the stent was not returned. Visual evaluation found the device shaft was kinked. No other issues were noted with the device. Based on the condition of the returned device, the reported event could not be confirmed. However, the investigation concluded that the cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on november 14, 2016 that an ultraflex tracheobronchial distal release uncovered stent was to be used in the bronchus during an airway stent placement procedure performed on (B)(6) 2016. Reportedly, patient¿s anatomy was not tortuous. According to the complainant, during the procedure, the physician started deploying the stent when the deployment suture got stuck and the catheter bowed. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.